Event description:
It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose levels after more than 48 hours of pod wear on the hip/buttocks. The patient reported that the pod expired while she was sleeping and that she did not respond to the expiration alarm, which resulted in discontinued insulin delivery for approximately three hours. No specific blood glucose value was provided. She subsequently developed symptoms including vomiting, sweating, unspecified cardiac symptoms, foul-smelling urine, and high ketones, prompting her to seek medical attention. She was transported to the emergency room and diagnosed with diabetic ketoacidosis. Treatment during medical evaluation consisted of intravenous fluids, electrolyte replacement (magnesium), and antinauseant medication. The patient remained under observation for approximately four hours and returned home the same day. The pod involved was discarded and unavailable for investigation.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.